Event description:
This is filed to report the increased mr and broken chord requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2021 to treat degenerative mitral regurgitation (mr). Post procedure the clip detached from the posterior leaflet (single leaflet device attachment (slda)) and there was a new flailing chord, making the prolapse wider than before. On (B)(6) 2022, the patient underwent an additional mitraclip procedure to stabilize the slda clip. One mitraclip was successfully implanted on a1/p1 reducing the final mr to a grade of 1. On (B)(6) 2022, the patient¿s mr became severe due to an extra broken chordae. The clip remains attached to both leaflets, however the physician has concerns of slda. There are no allegations towards the device or procedure. The physician believes the patient¿s valve is not stable enough and the most reasonable way to treat the patient would be with mitral valve surgery. On (B)(6) 2022, the patient underwent a successful mitral valve replacement surgery. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under separate medwatch report number.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed the reported broken chordae resulting in mitral regurgitation (mr) appears to be related to patient conditions as per the physician. Tissue damage and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.